Manufacturer narrative:
Patient information is unknown; unknown date in january 2017; additional product code: dzj; device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer. Review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill tip was broken during surgery in (B)(6) 2017. The surgeon could not remove the broken fragment, so that the surgery was completed with the broken fragment in the patient¿s bone with no reported delay. This is report 1 of 1 for (B)(4).